Event description:
It was reported that the customer had a recurring blank display on her insulin pump. Her blood glucose was 140mg/dl at the time of reporting. The customer was redirected to the helpline for assistance troubleshooting. No equipment was returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.